Event description:
The user's hearing performance with the device is affected. The user complained about pain at the implant site after being hit by a ball in that area. An appointment will be arranged for the user.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient experienced painful sensations at the implant site after a head trauma. No swelling was reported. Despite requested no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained about pain at the implant site following being hit by a ball at the implant site. An appointment will be arranged for the user.